Event description:
It was reported that the insulin pump was not vibrating. Customer stated that the anomaly was persisting. Self test was performed and passed. No further information reported.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected vibration anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.